Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging inflammation. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleged inflammation. There was no report of serious or permanent harm or injury.   The device was returned to the manufacturer's product investigation laboratory for investigation. During external investigation found dust/dirt contaminate on exterior. Internal investigation shows unknown white colored residue and unknown dust contamination. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. During secondary findings minor dust/dirt contamination on the blower impeller. Unknown white colored residue in blower box housing and on blower. The manufacturer concludes unable to directly address the symptoms outlined in the complaint and observed no evidence of degraded sound abatement foam. Section h6 updated in this report.